Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was in termittently going in and out of stand-alone mode. There was no patient involved. Additional information received from a manufacturer representative indicated troubleshooting consisted of replacing the parts one by one until the issue resolved. The first part replaced was the interconnect, then the umbilical cable, and then the other boards.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: svc kit bi71000105 v groove rollers, serial/lot #: -, ubd: , UDI#: product ID: kit svc o2 bi71000450 power supply psi, serial/lot #: -, ubd: , UDI#: product ID: kit svc o2 bi71000225 pcba genrtr isol, serial/lot #: -, ubd: , UDI#: product ID: kit svc o2 bi71000183 plate system cntl, serial/lot #: -, ubd: , UDI#: product ID: kit svc o2 bi71000861 tray o2 ias power, serial/lot #: -, ubd: , UDI#: product ID: kit svc o2 bi71000167 cblasy dbl shldmvs, serial/lot #: -, ubd: , UDI#: product ID: kit svc bi71000224 pcba generator ntfc, serial/lot #: -, ubd: , UDI#: product ID: kit svc o2 bi71000424 panel rearcab brkt, serial/lot #: -, ubd: , UDI#: product ID: kit svc o2 bi71000576 starter upgd kit, serial/lot #: -, ubd: , UDI#: product ID: kit svc o2 bi71000181 pcba mvs power, serial/lot #: -, ubd: , UDI#: product ID: kit svc o2 bi71000860 encl pwr conv, serial/lot #: -, ubd: , UDI#:. A medtronic representative went to the site to test the equipment. The reported issue was confirmed and parts were replaced. The system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: a hardware analysis was initiated for bi71000576, bi71000450, bi71000225, bi71000224, bi71000181, bi71000167, and bi71000424 to determine the probable cause of the reported behavior. Analysis found that there were no failures found, the products worked as intended. Code b01 is applicable and previously reported. Codes c19,d14 are applicable. H3,h6: a hardware analysis was initiated for bi71000105 to determine the probable cause of the reported behavior. Analysis found that the issue was consistent with a previously known and tracked hardware anomaly. Codes b01,d02 are applicable and previously reported. Code c07 is applicable. Additional info: b5 updated note: these parts were originally returned and analyzed under the incorrect complaint. Due to this, analysis results were initially submitted on time under regulatory report #: 3006544299-2022-00295. They are now being submitted under the correct complaint and should be associated with regulatory report # 3006544299-2022-00310. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated troubleshooting consisted of replacing the parts one by one until the issue resolved. The first part replaced was the interconnect, then the umbilical cable, and then the other boards.